Event description:
Syringe was used to draw up a dose of flu vaccine. When the plunger was pulled back, a thin, black fiber appeared in the solution in the syringe. No fibers were present when the vial was inspected prior to inserting the needle into the vial. It appears that the fiber may be a piece of rubber from the plunger.